Manufacturer narrative:
Iop elevation from baseline, significant glare and/or halos (under night driving conditions) cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
An article published titled, "posterior chamber phakic intraocular lens adjustment - causes and complications: a retrospective cohort study". This study aimed to identify the complications of this particular group of phakic intraocular lenses and estimate the rate and possible causes of their repositioning, explantation, and exchange. The article reports elevated iop, rotation, blurred vision, glares/haloes, cataract, and retinal complications adverse events post icl implantation. Of the 813 eyes; 27 were lenses were repositioned, 13 lenses were explanted, and 11 lenses were exchanged. In conclusion, icl implantation is a reversible procedure and a safe alternative approach for patients in whom corneal-based refractive surgery is not recommended. A proper and accurate pre-operative assessment is necessary to reduce the rates of icl repositioning, exchange, or explantation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
E1: (B)(6) corrected to (B)(6). Claim # (B)(4).